Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys anti-tpo assay on a cobas 8000 e 801 module. Initial result: 95 iu/ml. 1st repeat result: <9 iu/ml. 2nd repeat result: 17 iu/ml.

Manufacturer narrative:
The elecsys anti-tpo reagent lot number was 92523001 with an expiration date of 31-aug-2026. The field service engineer (fse) identified an issue with the sample syringe and the sample probe. He replaced the sample syringe and the sample probe. Qc was performed, and it was within specifications. The analyzer was performing within specifications. No further issues were reported after the service visit. The investigation determined that the issues found by the fse were the root cause of the event.